Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. The patient was incoherent and lost consciousness. At midnight, the cgm was reading 57mg/dl. The patient was sleeping and unable to wake up. The spouse called the paramedics, and they arrived within 10 minutes. They took a bg reading which was 27 mg/dl and treated the patient with sugar-water, sandwich, and a piece of cake. The patient´s bg increased to 200 mg/dl after the treatment and the paramedics left. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.